Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Tech support trouble shooting and advising customer -determined that certifier may have a leak. Pressure changes when hi pressure port is blocked even though hi pressure port is not used. Advised customer to try this test setup on a different unit to see if he gets the same result. The customer called the following day explaining that he found the problem and was able to complete the pm. He left the plug in the flow assembly causing it to fail test 4. Customer completed the pa. Unit is ready for clinical use.

Event description:
Customer reported unit failed pressure accuracy test 4 during preventative maintenance. There was no patient involvement.